Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that following an ablation procedure, this device could not be interrogated and a fault code was reported indicating a non-recoverable data issue. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. An interrogation was started but was not completed and an error code was displayed. Additionally, a full memory download was attempted but stopped at 92% complete. Laboratory evaluation isolated the memory corruption to the high energy that was produced during the ablation procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.